Manufacturer narrative:
B5: upon follow up, it was reported that the cause of peritonitis was due to a change in caregiver. On an unknown date, the antibiotic treatment was discontinued. At the time of report, the patient was recovered from the event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, hospitalization, patient outcome and action taken with pd therapy were not reported. On an unreported date, the patient was treated with vancomycin injection (1g, every one time) for peritonitis. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.